Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with a leak at ¿a-rubber¿ unit and no image was observed. The ccd (charge coupled device) was tested and no image was found. The ccd functionality was suspected to be affected by the leak found on the device. The device was placed for repair. The reported issue was confirmed and was attributed to leak on the device. Probable cause likely due to users maintenance and or handling issue.

Event description:
It was reported that during preparation for use the device was found with no image. There was no patient involvement on this reported event. No user harm was reported.